Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. Initially, it was reported that a patient initiated on cardiohelp, the alarm ¿part sensor disconnected¿ occurred. Customer decided to swap the hls set to another cardiohelp using same hls set, then no tart reading and no audible alarm. Tart started working later on. No harm to any person has been reported. New information has been provided by the ssu (sales and service unit) dates on 2026-03-30 that there was an error/correction in original description of event. The tart was not reading. Part was working. On 2026-04-03 the ssu has been provided new information as follows: according to the customer it is unknown were the pressures zeroed while the set was free of liquids/priming solution. As another team primes and zeros the equipment prior to it arriving in the unit. But the system was zeroed with dry oxy after initial errors arrived. Patient was supported via hand crank during this reset. No visible defect on the sensor housing or green flexline were noticed by the staff during investigation. When was the set was primed (date) is unknown at this time. The set was connected to the patient and the failure was noticed on 2026-03-16. The hls set was not exchanged. During decannulation the hls set was discarded and is no longer available for investigation. Due to provided information that the hand crank was used during reset a report is required. Complaint ID: (B)(4).